Manufacturer narrative:
(B)(4). Concomitant medical devices: nexgen lps precoat femoral component size d left, item # 00599001401, lot # 62469223; nexgen taper stem plug, item 00596009900, lot # 62369980; nexgen articular surface with locking screw size cd 17mm, item # 00596403017, lot # 62192574. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03606.

Event description:
It was reported that following an initial knee arthroplasty, the patient was revised due to bone loss. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. These products are used for treatment. The device history records were reviewed for deviations and/or anomalies with no anomalies/deviations identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, as there is insufficient information to allow for selection of a root cause. Root cause is unknown. No corrective or preventive actions are needed at this time. Zimmer biomet will continue to monitor for trends.